Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the USA alleging strip issue with the one touch verio test strips. It was noted that the patient finds the test strips were torn off. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed strip issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.